Event description:
It was reported that after several usage the material had rusted. A replacement was available

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Material analysis concluded: the black over molded material fractured in a brittle manor. The likely cause is multiple impacts during use. Ftir analysis showed the black over molded material to be consistent with a (B)(4) material. No material or manufacturing defects were observed on the fracture surfaces examined. The event was confirmed. The investigation concluded that peeling grip was caused likely by multiple impacts during use. The root cause of the grip peeling was determined to be the material used. This has been corrected by ecn, and there have been no similarly reported complaints from this device manufactured after the change in material.

Event description:
It was reported that after several usage the material had rusted. A replacement was available.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.